Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 5/24/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was received: after investigation, the patient's specific gender and age were unknown. On (B)(6) 2023, the patient received surgery in hospital (the specific patient's diagnosis and name of surgery were unknown). The surgeon used the hs6857h for tissue sewing (the specific sewing tissue level and sewing method were unknown) during surgery. When removing the device after finished sewing, the needle was detached and fell into the patient. The surgeon immediately looked for the detached needle and found it. The needle was removed from the patient. The integrity of the needle was checked. The surgery was continued after confirming that there was no residual foreign body. The subsequent surgery went smoothly. This event caused no harm to the patient except that it prolonged the surgery time by about 1 hour. No subsequent adverse event reports were received this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the index surgical procedure? What tissue was being sutured when the event occurred? Was the procedure delayed because the needle pulled off the suture? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Was the post-operative care changed due to this event? Please specify. Was additional dissection required in other organs/tissues other than the target tissue to retrieve the needle? If yes, please describe.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Pull off suture needle occurred during sewing in surgery. The needle fell into the patient, and was found and removed through the endoscope. The procedure was delayed for about 1 hour. The patient is currently stable. Additional information was requested.